Event description:
Customer reported the '888' on her adc blood glucose meter display showed a missing segment. Customer further reported her blood glucose "dropped" and she "went unconscious". Paramedics were called and upon their arrival, customer was reportedly administered "glucoside" via intravenous infusion. No further information was provided by the customer and she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.